Event description:
It was reported that interrogation of the implantable cardiac monitor shows a false ventricular tachycardia episode that was due to oversensing of noise. The device was removed at physician/patient discretion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).